Event description:
10 day old term infant with diagnosis or primary pulmonary hypertension. Placed on ECMO when transferred to hosp on 12/8/97. Syringe in pump filled with 20% lipid solution, 60cc. Set to infuse at 1.5 cc/hr. Began having problem with pump pressuring up rapidly. Staff lowered bed & pressures went down. Pressure alarms were going off. After about 1/2 hour of this, suddenly noticed plunger was completely depressed - no solution remaining in syringes. Nurse noted digital readings in pump to read 1.5 cc/hr infusion rate and 4.7 cc total volume infused. Noted drive mechanism for plunger to be in high position and plunger in lowest position (completely disconnected). Required exchange transfusions to correct elevated blood lipid level.